Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had partial display. The customer's blood glucose was unknown. No further details given. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed self test and displacement test. Unit display properly. No missing segment/partial display anomaly noted during testing. (B)(4).